Event description:
On 2026-mar-23 additional information was received from the patient. The patient reported that they were seen in the office on (B)(6) 2026 and their settings were adjusted. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on either thursday or friday the patient was awoken with a sensation that the stimulation was "zapping" them. The patient stated they turned the therapy off right away that day and had left it off. The patient confirmed the zapping sensation had not since returned. The patient mentioned they had two mris in the past month but activated MRI mode both times. The patient denied any falls or trauma to the implant site prior to unexpected stimulation. When asked, the patient said they had not yet contacted their managing healthcare provider (hcp). The patient was advised to contact their managing hcp to follow up for device evaluation.